Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred, and drawer 4.2 was not detected on the bus. The pyxis station time was also reported to be one hour ahead, which prevented nursing staff from removing medications at the scheduled time. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the failed drawer was not connected to the bus and that the pyxis machine time was approximately one hour ahead. The field service engineer (fse) found that the system time was off by approximately 55 minutes due to an incorrect network time protocol (ntp) server address. The server's name was corrected, and the device then displayed the correct time. The drawer was initially off the bus; however, after restarting the station following the time correction, all drawers were functioning correctly. Hardware testing was performed, and both drawer functionality and system time were verified successfully. The system functioned as intended after the field service engineer troubleshot the device.